Event description:
Customer reported the back end of the insulin pump by the motor had fallen out and that wires were hanging out. The blood glucose reading was 295 mg/dl. Customer was not sure of how this damage occurred. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a cracked case at display window corners, battery tube threads and end cap. The insulin pump was received with minor scratches on the display window. The prime test could not be performed due to cracked end cap. The insulin pump was received with debris under the window.